Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿deep blue part¿ (female connector) separated from the main body of two (2) minicap transfer sets during disconnection ¿with ub¿. This was identified during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: one (1) actual device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. The tubing was also separated from the female connector assembly. Due to the return condition of the sample, functional testing could not be performed. The reported condition was verified. The cause of the separation between the female connector and main body was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. The cause of the separation between the tubing and twist clamp could not be determined. Should additional relevant information become available, a supplemental report will be submitted.